Event description:
It was reported that the patient's log file captured low flow events on 04feb2024 and 05feb2024. Additional information was provided that the patient experienced atrial fibrillation. Symptoms included palpitations and hypovolemia related to the events. The arrhythmia was not sustained. Additional information was also provided that the patient had a history of atrial fibrillation, but the arrhythmia was thought to be therapy related. The arrythmia was treated with medication and the adjustment of their implantable cardioverter-defibrillator but was not reported as resolved. The low flow alarms were reported to be due to arrhythmia/hypovolemia and resolved spontaneously.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log file revealed low flow events. Although the account reported that the low flows might be related to arrhythmia or hypovolemia, a specific cause for these findings could not be conclusively determined through this evaluation. The system controller log file contained events from (B)(6) 2024 through (B)(6) 2024. Transient low flow events were captured on (B)(6) 2024 and (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended throughout the duration of the file. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, and the heartmate ii patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, list potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists hypovolemia and arrhythmia as potential late postimplant complications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.